Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported ten false positive results with the binaxnow covid-19 antigen card kit performed on (B)(6) 2022 involving ten (10) patients and one lot number: 218991. This MFR. Report addresses test five (5) of ten (10). The test was performed with the kit swab on a nasal sample. Confirmation testing was performed via ID now covid-19 and additionally with quickvue antigen test using nasal samples, generating negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218991 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 218991 and device part number 195-430h/ lot 215893. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218991 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Device discarded; single-use device.

Event description:
The customer reported ten false positive results with the binaxnow covid-19 antigen card kit performed on 07dec2022 involving ten (10) patients and one lot number 218991. This MFR. Report addresses test five (5) of ten (10). The test was performed with the kit swab on a nasal sample. Confirmation testing was performed via ID now covid-19 and additionally with quickvue antigen test using nasal samples, generating negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.